Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 16mmx2.75mm, de novo target lesion was located in the mildly tortuous and non-calcified left circumflex artery. A 16x2.50 promus premier select drug-eluting stent (des) and was advanced for treatment. However, during introduction, it was noted that the proximal stent struts were damaged. The procedure was completed with a 2.75x16mm promus premier select des . No patient complications were reported and that patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier select ous mr 16 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found the entire length of the stent damaged. The crimped stent outer diameter measured at manufacture was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 16mmx2.75mm, de novo target lesion was located in the mildly tortuous and non-calcified left circumflex artery. A 16x2.50 promus premier select drug-eluting stent (des) and was advanced for treatment. However, during introduction, it was noted that the proximal stent struts were damaged. The procedure was completed with a 2.75x16mm promus premier select des . No patient complications were reported and that patient status was stable.